Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, during a tibial osteosynthesis, after placing the nail and the distal screws as indicated by the technique, the surgeon proceeded to place the proximal screw which was placed without problems. When trying to place the second proximal screw, the surgeon tried to place the screw with the motor and he feels that he was not securing, he takes the sure shot hexdriver and tried to do it manually and in that movement the head of the screw rolled, he keeps trying and in one movement the tip of the sureshot hexdriver broke, the surgeon must use a forceps to remove the screw. No damage caused, patient's health condition is stable. The procedure was resumed, after a non-significant delay, with competitor device. No injury was reported as a consequence of this issue.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. Device batch number was not provided, thus, an evaluation of the manufacturing records could not be performed. A review of complaint history for the previous 12 months did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.